Event description:
On 07/30/2007. Abbott point 01 care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded m result of 0.02 ng/ml on a patient at 15:45 in 2007. The sample drawn generated a troponin I result of 0.11 ng/ml at 15:45 on beckman dxi analyzer.